Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was recommended for replacement to resolve the issue. D4 serial number and d4 primary UDI number information was received.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 serial number incomplete. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H4 date of device manufacture unknown as serial number incomplete. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.